Event description:
The spouse of the pt reported the pt complained of shortness of breath, fullness and a burning sensation in their chest during the dwell phase of apd therapy using the homechoice cycler. The pt manually drained 943mls of fluid, after which they bypassed the remainder of the dwell phase and advanced therapy into drain. Follow-up with the pt's spouse reveals that the pt was experiencing difficulties tolerating apd therapy due to a pre-existing cardiac condition, which they were unaware of at the time of the incident. Add'l follow-up with the pt's spouse revealed that the pt was examined and the coronary arteries were found to be 80-90% occluded. As a result, the pt was hospitalized on 8/2003 and also transferred to hemodialysis. According to the hcp, the pt was classified as a high risk for surgery. However, the pt had cardiac surgery and the wound remained open for 5 days to drain before being closed on 8/2003. The hcp relates that the pt did not recover from surgery and arrested. Intercardiac manual compressions were performed, however, the pt's bp continued to decrease and at 2:30am on 8/2003 the pt expired.